Manufacturer narrative:
The device was received and evaluated. No timeouts or drive stalls were seen in the device data. Inspection of the device found no damages or defects that would contribute to the cannula inserting improperly. A leak test was performed and no leaks were found. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 36 and 48 hours. The patient reported the pod was leaking and being unsure if the cannula was properly inserted in the infusion site. As treatment, a new pod was applied and a manual bolus was delivered.